Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 20 cm distal to the is-1 connector pin. Both fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation and explantation damages, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. Damages like multiple cuts into the insulation, the deformed conductor coils 33 cm proximal to the lead tip, a from the ring electrode ruptured insulation and the in this region 3 cm stretched conductor coils most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was explanted and replaced due to diaphragmatic stimulation.